Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a cartridge alarm 1 occurred during bolus deliveries. Additionally, a minimum fill notification occurred after the user filled the cartridge with 300 units of insulin during the load sequence. It was also reported that an occlusion alarm occurred. Customer's blood glucose level ranged from 379-399 mg/dl. Reportedly the customer reverted to manual injections for insulin therapy.